Event description:
Event description boston scientific received information that during a replacement procedure for normal battery depletion, while trying to explant this right ventricular (rv) lead, the physician pulled on the negative terminal pin resulting in the pin 'telescoping' from the body of the lead. The entire abdominal implantable cardioverter defibrillator (ICD) system was surgically abandoned.